Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Spouse of consumer called to report problems w/her husband's plink meter. Double checked w/another meter to confirm readings. Believes she could have harmed him if she dosed on plink readings. Analysis run on clark error grid using competitive reading (75) as ref. Point vs. Bd readings (525) yielded data points in the c range of the grid, outside of acceptable limits.